Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, priduct, or procedural details to bard.

Event description:
It was reported that during a breast biopsy procedure, the device was fully primed but when the device was fired into the lesion there was a rattling noise heard as if a piece of plastic broke inside the device, in attempt to collect the second tissue sample. The procedure was completed with another device. There was no report of patient injury.